Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2010. It was reported that the recharge burden for her ipg has increased. An x-ray of the pt's scs system was taken, and it appears that one of her leads has migrated. However, effective stimulation was captured via reprogramming. The pt's current program parameters will be reviewed to ensure that the ipg recharge interval is correct. There are no plans for surgical intervention at this time.